Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav stablepoint open-irrigated was used in a ablation procedure. During the procedure prior to ablation the patient experienced tamponade, pericardial drain and surgical intervention were performed.